Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive. Her blood glucose was 193mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had intermittent button response on the act button due to flattened dome switch. The device had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.